Event description:
It was reported that an asymptomatic patient presented in-clinic. Upon interrogation, the patient's implantable cardioverter defibrillator was found in back-up vvi mode, which was determined to be power on reset related. Surgical intervention was planned but was not yet performed. No patient consequences were reported.

Manufacturer narrative:
Further information was requested, but not received.

Manufacturer narrative:
Correction: h6 fields should reflect device not returned.